Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer as reflected in b5. This report has been submitted by the importer under this MDR report number 2429304-2024-0000262-1.

Event description:
The customer further clarified that the gastrointestinal videoscope had attached to the patient's normal mucosa at the gastrointestinal junction. The scope underwent standard reprocessing after it was removed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide additional information received through follow up (b5), and to provide an update to field (h3). The device was evaluated by olympus, and olympus could not confirm medical glue in the biopsy channel. Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to the user may have misjudged release point during injection of the medical glue, which caused adhesion of glue in biopsy channel and replacement of the device, resulted in delay of the procedure. Medical glue is used at the user¿s responsibility and olympus has not verified removal of medical glue by reprocessing. However, the root cause of the suggested event could not be identified. The event can be detected by following the instructions for use which state: "detection method is described in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number 2429304-2024-0000262.

Event description:
It was reported that adhesive had bonded inside the biopsy channel tubing of this gastrointestinal videoscope. Reportedly, a third party hemospray was used together with this device and the hemospray got in and around it. The issue occurred during a therapeutic esophagogastroduodenoscopy and caused a 45-minute delay. The patient was already intubated. Another gastrointestinal videoscope was used along with the subject device to flush warm water to dislodge it. This device was eventually removed, and the procedure was completed without further incident. There were no reports of patient harm.